Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified. Additionally, the alleged battery depletion issue was verified in the pump logs; however, no failure was identified.